Manufacturer narrative:
The returned device was evaluated. During evaluation it was verified that the colors all displayed properly and did not appear dull. A damaged plastic screw mount was found inside the cradle causing a loose retainer clip inside the root. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed.

Event description:
It was reported that "colours on the root monitor dull, when sedline demonstration cable in use, red and yellow do not appear." No patient involvement.